Manufacturer narrative:
The primary complaint was confirmed during evaluation. The root cause of the issue was due to a defective load cell. There were no physical damages noted on the returned platform. During initial functional testing, the reported user advisory (ua) 7 error message occurred upon powering on the platform. The ua7 was also observed in the platform's archive data. After the defective load cell was replaced, the platform was re-evaluated. The device passed functional testing with no faults found. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). No patient involved with this event. No other information was provided.